Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported blood glucose value of 402 mg/dl. The event involved product(s) mmt-342g, mmt-1880l, mmt-431ak. Troubleshooting was partially performed for high blood glucose (bgs)/under delivery as customer declined to continue with troubleshooting. Customer has used the insulin pump system within 48hrs of reported high bg event. Customer has not used the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-342g. It was expected that the customer would discontinue the use of the pump. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-431ak. Frn-mmt-342g,unomed set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded pump history files and traces using thump software. Pump delivered 4 bolus deliveries on the event date of 12/11/2024 at 02:08:00.000, 11:24:35.000, 13:24:03.000, and 18:29:43.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Unable to verify customer's complaint for high bg's. No device problem was noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.